Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted the rv exposed coil is stretched at the proximal end of the coil, but is within specification. The lead was able to be passed through a 9 fr introducer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the right ventricular (rv) lead undersensing and poor r-waves were noted in multiple positions. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.